Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. The lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the three (3) following lot numbers: w4208328, manufacture date 05/02/2019, expiration date 04/26/2022. W4203573, manufacture date 04/17/2019, expiration date 04/15/2022. W4197013, manufacture date 04/03/2019, expiration date 03/27/2022. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the possible lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use precaution, "hemospray is inert and non-toxic. As a granular material, unintentional exposure to the powder may cause potential irritation to the skin, eyes, and lungs. In the event of unintended exposure to the powder refer to the following first aid measures: skin: wash with soap and water until clean. Eyes: flush with water until irritation ceases. Inhalation: move to area free of powder." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
After a hemostasis procedure, where the physician used a cook hemospray endoscopic hemostat, they removed the device from the endoscope, detached the catheter, took the handle and sprayed into a towel to make sure it was spraying. A puff of powder was inhaled by a staff member. The staff member complained of a bit of tightness in her chest. The cook sales representative followed up a couple hours later via phone. He spoke to the staff member [who reported that] she was doing much better. The cook sales representative explained to her that if the tightness persisted, to seek medical attention. He also advised never to test the handle in that manner. He also mentioned the instructions for use, that if powder is inhaled, they should move to a better ventilated area. The user inhaled powder from the hemospray. The user did not require any additional procedures due to this occurrence. According to the initial reporter, the patient experienced a bit of tightness in her chest initially, but reported no prolonged adverse effects due to this occurrence.